Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's current blood glucose level was 166 mg/dl. A cause of the past occlusions could not be determined. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer thought that the occlusions may be related to a temperature change that the pump was exposed to prior to the alarm as the pump was worn against the skin in an undergarment. The customer was to carry the pump outside of the undergarment during bolus delivery.